Event description:
It was reported that the external case was damaged and the screen was cracked, possibly due to being dropped. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case and lower case were broken and the display lens was cracked. It was also noted that the side bail covers and battery drawer were broken, the battery release and lead flex cover were contaminated and the ring was bent.